Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to dislodgement. It was noted the patient was heavy set and that the patient received inappropriate therapy due to the dislodgement. The new rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right ventricular lead was explanted and replaced due to dislodgement. It was noted the patient was heavy set and that the patient received inappropriate therapy due to the dislodgement. The new rv lead remains in service. No additional adverse patient effects were reported.